Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 2/3/17. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter. During the mapping phase, an effusion was confirmed via intracardiac echocardiogram. No intervention was necessary. Patient was reported to be in stable condition at the time of the complaint report. Patient required extended hospitalization as a result of this adverse event for monitoring. Patient outcome was improved. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. No CAPA activity is required at this time.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17607320m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: st. Jude medical sr0 8.5 french sheath (406853). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bi-directional navigation catheter and suffered a pericardial effusion requiring extended hospitalization. During mapping phase, an effusion was confirmed via intracardiac echocardiogram. No intervention was necessary. Patient was reported to be in stable condition at the time of the complaint report. Patient required extended hospitalization as a result of this adverse event for monitoring. Patient outcome was improved. There were no factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. No transseptal puncture was performed. Sheath used was a st. Jude medical sr0 8.5 french. Generator parameters at the time of injury, overall ablation time, and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient did not receive anticoagulant during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch bi-directional navigation catheter was in close proximity at times to a 5 french diagnostic quadripolar catheter in the same chamber. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since prolonged hospitalization was required, this is to be considered serious and MDR reportable.